Event description:
During the receipt inspection of the evis exera iii video system center, the customer noted that images were present with 180 series scopes, but not 190 series scopes. According to the initial reporter, the subject device was displaying a b30 scope communication error code whenever a 190 series scope was used. There was no patient involvement during this event.

Manufacturer narrative:
After the customer initially reported his event, a follow up call was made from olympus technical assistance center (tac) personnel to the customer. During that call, the customer stated that after reviewing and rearranging the wiring, the reported error code was resolved. The subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dust or dirt that temporarily adhered to the connector part of the clv-190. Olympus will continue to monitor field performance for this device.